Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 32, indicating a delivery motor communication error after the user ran out of insulin and restarted the device twice, after which the alert persisted, and the user was advised to revert to backup therapy while a replacement was arranged. Symptoms included hypoglycemia with a measured blood glucose of 46 mg/dl. Outcomes included self-treatment with oral carbohydrates using apple juice and glucose tablets, with resolution without medical intervention. Investigation included a technical review of the reported alarm and logistics review associated with device replacement and return. Investigation of the returned device revealed a delivery motor processor communication malfunction consistent with prior occurrences of the same alarm, and the device was replaced as a corrective action while the user continued cgm monitoring.